Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, the customer will be calling back to order a new turbine. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that vela ventilator displays pip (peak inspiratory pressure) error and the circuit is disconnected. The customer was checking the unit and found that the turbine was not pushing any air. Furthermore, there was no patient associated with the reported event.